Event description:
The reporter stated that the surgeon inserted an aq1016v three piece silicone lens. The lens was removed without enlarging the incision. Surgery was completed with another lens. No patient injury.